Event description:
It was reported that an interlink extension set cracked during infusion. The customer stated that the "patient heard a cracking sound when he/she turned over in bed and found that the injection site was broken." There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. The lot number is unknown, therefore a batch review could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Upon visual inspection, one of the female luer lock adapters was found broken and both interlink injection sites were separated from the female luer lock adapter. The stem of both injection sites was broken; one of the stems remained bonded inside the female luer lock adapter while another stem was separated. This confirmed the reported condition. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.